Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a broken screen and therefore the display overlay was replaced and calibrated. Analysis also found a loose stylus connector and an intermittent floppy drive and therefore the media processing unit printed circuit board was replaced as well as the floppy drive and the hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer had a broken screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.